Event description:
It was reported that during preparation of a percutaneous transluminal angioplasty, a shaft detachment occurred the 90% stenosed target lesion was located in the moderately tortuous and severely calcified right popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected to treat the target lesion. During preparation, all air was removed from the balloon prior to the removal of the balloon protector. No resistance was encountered upon removal of the balloon protector and it was removed using a straight force. It was then noted that the shaft was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during preparation of a percutaneous transluminal angioplasty, a shaft detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected to treat the target lesion. During preparation, all air was removed from the balloon prior to the removal of the balloon protector. No resistance was encountered upon removal of the balloon protector and it was removed using a straight force. It was then noted that the shaft was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed a shaft break at 25.3cm from the catheter tip. Slight stretching was evident at the break site. The shaft was elongated from 24.4cm -24.9cm from the catheter tip also. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).